Event description:
It was reported in the journal of neuroendovascular therapy a case where a patient with a ruptured ba-sca (basilar artery-superior cerebellar artery) aneurysm was treated with 2 coils (one was subject device and the other was a non-stryker coil). A left occipital infarction occurred with the patient. No additional information is available.

Manufacturer narrative:
Event date: the exact date of the event is unknown as it was from a retrospective review from patients enrolled from (B)(6) 2010 to (B)(6) 2013. The product remains implanted; therefore, a physical analysis could not be performed. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated patient complication was assigned to this event.